Event description:
It was reported that the subject device's connecting section was cracked. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video connector is not watertight. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. However, it is likely that the watertightness could not be maintained due to cracks in the video connector, leading to the occurrence of the watertightness failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's connecting section was cracked. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.